Manufacturer narrative:
P- cap locked properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thump. No failed batt test or battery power related alarms were noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery related alarms or alerts noted during testing. Unit failed occlusion test after unit exceeded high value of 4.99 units due to faulty force sensor. Pump error 37 alarms verified in the pump history download on 07/31/2024 07:35:00.000. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and force sensor was out of spec (17.3 mv). Unit was received with serial number label missing, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case. Customer concern of pump error 37 was unable to confirm due to unit failing occlusion test. Isolate to force sensor. No battery related or failed batt test were confirmed during testing. Cosmetic damage was confirmed when serial number label missing was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, battery failed alarm. Customer reported that the label was not longer on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer declined the troubleshooting. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.